Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, an adverse event was reported. Date of issue is an approximation. The patient stated there was an inaccuracy and a 20% difference between the continuous glucose monitor (cgm) and the blood glucose meter and they experienced off the scale high glucose values in which they developed a skin infection. Further contact was made with the patient on (B)(6) 2018. The patient contacted their general practitioner by phone and was prescribed fucidin antibiotic for the skin infection. Additionally, it was reported that the patient is using the dexcom g6 mobile system and was educated on the 30% rule. It was determined that the patient's values high glucose values were not being treated by the patient at the time of event. At the time of further contact, the patient was doing fine. No additional patient or event information is available.